Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that no surgical intervention was planned. The hcp was unaware when they would make a decision on whether or not to explant the pump.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified electrochemical migration across the electrical feed-through insulator. Medtronic developed a design change to reduce feed-through shorting and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2016. Conclusion code 12 applies to the electrochemical migration across the electrical feed-through insulator analysis findings. Conclusion code 67 applies to the motor stall allegations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the patient passed away, and the pump was removed. The death was not thought to be related to the device or therapy. The pump would be returned to the device manufacturer.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was explanted on an unknown date in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal baclofen 2,000.0 mcg/ml at 365.6 mcg/day via an implantable pump. The indication for use was not reported. It was reported that the patient indicated an alarm was heard. The patient did not experience a return of symptoms. Logs confirmed: motor stall on (B)(6) 2019 at 15:14 motor stall recovery on (B)(6) 2019 at 16:41 motor stall on (B)(6) 2019 at 06:24 the cause of the motor stall and recovery on (B)(6) 2019 was not determined. An MRI did not take place on (B)(6) 2019. The cause of the motor stall on (B)(6) 2019 was not determined. An MRI did not take place on (B)(6) 2019. Oral baclofen was administered to the patient. The motor stalls had not been resolved. Information regarding the patient¿s weight and age was unavailable. No further complications were reported.